Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the vessel sealer extend (vse) failed the self-test after removal and reinserting. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the vessel sealer was new with no damage. The issue occurred when the vessel sealer clamped and cut. The blade would not retract. It appeared to be tissue stuck in the jaw that prevented the instrument to be cleaned with blade not able to be retracted. There was no harm to patient, procedure was completed with bipolar forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis investigations replicated/confirmed the customer reported complaint. The issue occurred when the vessel sealer clamped and cut. The blade then would not retract. Failure analysis found the primary of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged or exposed blade. Visual inspection showed that the blade was exposed outside of the blade garage .148". The blade was inspected, no blade or knife cable damage was observed. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of instrument log showed a single blade exposed failure. The root cause of dislodged instrument blades is typically attributed to the user. Failure analysis found the secondary finding to be related to the customer reported complaint. The instrument was found to have several initialization failures based on log review and during in-house testing. The initialization failures followed the blade jammed/retraction failures. Once the blade was retracted manually back into the blade garage, the instrument passed initialization. The root cause for the initialization failures was likely attributed to the dislodged/exposed blade. Visual inspection of the distal end found that several of the ceramic dots on the grips were dislodged or missing. The instrument was able to perform a cut test and deliver energy, however, the instrument experienced a loss of test material grip due to the missing dots. The root cause for this failure is attributed to the user. The following additional test were performed: knife slot test, cut test and energy delivery test all passed. A system review for procedure date of (B)(6) 2022 was performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the instrument log for the vessel sealer extend (480422-01/l91220502 0119) associated with this event has been performed. Per logs, the vessel sealer extend was last used on reported event date of (B)(6) 2022 using system (B)(4), matching the documented event details. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.